Event description:
Reporter reports back to back testing on meter to lab while using the inform system with results of 339 mg/dl on the meter and 10 mg/dl at the lab. Reporter reports patient was subsequently placed on a ventilator after the lab result. No quality control information was provided. A request was made for return of the suspect product and a replacement was sent.